Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that they had a high blood glucose value of more than 497 mg/dl. Patient's current blood glucose value was 367 mg/dl. Patient's other blood glucose values were 359 mg/dl, 379 mg/dl, and 350 mg/dl. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical services dispatched as a result of high blood glucose values. The customer experienced symptoms such as memory loss and was lethargic. The customer was treated with the insulin pump bolus and injection. Customer did not allege the insulin pump under delivered insulin. Customer declined to perform high pressure test. Insulin pump passed self-test. The device is not expected to be returned for analysis.